Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient experienced a hyperglycemia on (B)(6) 2026. The patient was treated with pump. No further information available.